Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2014-00444 addresses the first sensation small oval snare and 3005099803-2014-00445 addresses the second sensation small oval snare. It was reported to boston scientific corporation that two sensation small oval snares were used in the sigmoid colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, the anatomy was not tortuous, but the scope was torqued. During the procedure, the two snares were used with cautery and some burning was observed; however it was noted that the effect on the tissue was ¿more of a shearing,¿ indicating an uneven burn. It was also reported that the patient was bleeding due to the difficulties encountered, but the bleed was resolved with a hemostasis clip, thus completing the procedure. The patient was reported to be stable following the procedure.

Manufacturer narrative:
(B)(4) snare loop failed to deliver current. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found no visual failure. Functional inspection of the device showed that the snare loop can extend and retract correctly. Electrical testing was performed and the resistance was within specifications, indicating the device was able to conduct current properly. The complaint that the snare failed to transmit current was not confirmed; the device showed neither evidence of the alleged issue, nor any defect which could have contributed to the event. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2014-00444 addresses the first sensation small oval snare and 3005099803-2014-00445 addresses the second sensation small oval snare. It was reported to boston scientific corporation that two sensation small oval snares were used in the sigmoid colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, the anatomy was not tortuous, but the scope was torqued. During the procedure, the two snares were used with cautery and some burning was observed; however, it was noted that the effect on the tissue was ¿more of a shearing,¿ indicating an uneven burn. It was also reported that the patient was bleeding due to the difficulties encountered, but the bleed was resolved with a hemostasis clip, thus completing the procedure. The patient was reported to be stable following the procedure.